Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patients mother that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels exceeded 400 mg/dl while wearing the pod for more than 48 hours on the arm. The patient had chest pain and found it difficult to breathe. The patient was taken to the hospital and was admitted to the intensive care unit. The patient was treated with intravenous therapy with 5 bags of fluids including dextrose, sugar water and insulin. Patient was also treated with oxygen. Tylenol was prescribed for the pain the patient had. Patient was released 2 days later.